Manufacturer narrative:
Returned device is currently undergoing engineering eval.

Event description:
Drill bit developed metal debris around the base during drilling of a screw for the acetabular shell.